Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) turned black; after pressing, the plug could not be deployed. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) turned black; after pressing, the plug could not be deployed. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 7f exoseal vascular closure device (vcd) turned black; after pressing, the plug could not be deployed. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile exoseal vascular closure devices (7f) involved in the reported complaint were returned for investigation. Visual inspection of the devices showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 7f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. During this visual analysis, no additional anomalies were observed. An attempt to perform a deployment simulation evaluation was made; however, it could not be completed because the device was returned in a deployed condition. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result obtained was within specification. A high magnification microscopic evaluation was performed on the internal part of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿ was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. The device received does not match the event reported. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.